Event description:
Reporter noted four cases of endophthalmitis 3+ days post-op at this clinic in 2003. Pt 1 of 4: 15 days post-op. Pt had pain, hypopyon, hyalitis, corneal edema. Cultured anterior chamber: streptococcus mitis. Treated with intravitreal antibiotics. Prognosis is poor; count fingers at a 2 meter distance.